Event description:
Patient presented to the emergency department with purulent discharge and soreness at the chest incision site. Physician brought the patient into the operating room, and upon examination, wound dehiscence of the chest incision was observed. Physician irrigated the chest pocket with saline and betadine, placed a drain, and closed the incision. Patient was admitted and placed on IV antibiotics.

Event description:
Patient presented back to the physician with ongoing wound healing issues, and upon examination, the ipg had eroded through the skin at the chest incision site. Physician brought the patient into the or and removed the entire inspire system.